Manufacturer narrative:
(B)(4). The device was not returned to the MFR for eval, as the pump was not explanted and autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The MFR received the attached user facility report (B)(4) from the (B)(6) registry. The report indicated that the patient experienced hemolysis due to pump thrombus. Add'l info was received from the vad coordinator that after the pump was implanted (previous pump was exchanged, reference MFR report number: 2916596-2012-00933), the patient initially demonstrated an acute improvement in her hemodynamics and a decrease in liver function tests; however, she had recurrent symptomatology. The hospital staff felt that the patient had recurrent pump thrombosis. She had continued pulmonary failure requiring nitric oxide and ventilation and she was never extubated during her stay. The patient's respiratory status worsened and despite all efforts she rapidly declined. Lvad support was withdrawn per the family's request and the patient expired.